Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a blood glucose level of 65 mg/dl after a meal announcement. The user self-treated with a shake and blood glucose recovered by call end. No hospitalization, symptoms, or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.